Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) alarm on the homechoice (hc) device. At the time of the alarm, the patient was connected for their initial drain of peritoneal dialysis (pd) therapy. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm to the care giver (cg) and advised them to have the hp restart therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient was prescribed two product codes for this product. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. Should additional relevant information become available, a supplemental report will be submitted.